Event description:
It was reported that during the surgery, a closure top and a screw stripped intra-operatively. Also, a second closure top stripped on the same screw. All pieces were removed and replaced with alternatives to complete the procedure. There were no reported patient impacts. This is report three of three for this event.

Manufacturer narrative:
Device evaluation: visual inspection revealed that both closure tops had heavily damaged threads with parts of the threads fractured off. The tulip head of the screw had some visible damage to the threading. Potential cause root cause was unable to be determined. This event could possibly be attributed to inserting the closure tops off-axis and cross threading them. DHR review: per DHR review, the parts were likely conforming when they left zimvie control. Device use: these devices are used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2021-00110 through.

Event description:
It was reported that during the surgery, a closure top and a screw stripped intra-operatively. Also, a second closure top stripped on the same screw. All pieces were removed and replaced with alternatives to complete the procedure. There were no reported patient impacts. This is report three of three for this event.